Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that during the implant procedure the helix of the right ventricular (rv) lead would not fully deploy. The lead was placed in the right ventricular apex and deployment of the helix was attempted, however the physician did not see confirmation of the radiopaque markers on fluoroscopy. The physician then attempted to retract and re-deploy the helix but after 30 turns the helix still was not deployed into the myocardium. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.